Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found the soft cannula was bent. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. The device was received with the adhesive pad attached to the bottom housing. The adhesive heat stakes were observed to be incorrectly installed. Cracks were found on the outer bottom housing. Several internal components were seen to have been damaged. The downloaded data returned an 0x33 alarm, indicating a communication error occurred while the pod was waiting for input from the pdm. During investigation, the pod was successfully paired to a pdm.

Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod between 36 and 48 hours. As treatment, corrections were given.